Manufacturer narrative:
We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the safety shield not re-engage over blade when trocar was inserted?

Event description:
It was reported that during a gastric bypass, when the surgeon introduced the trocar (1st trocar, without visualization), a vein was injured. He could repair the vein and go on with the procedure laparoscopically.

Manufacturer narrative:
(B)(4). Date sent: 09/28/2017. Additional information was requested and the following was obtained: did the safety shield not re-engage over blade when trocar was inserted? The surgeon did not indicate that this happened.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. H11: g6. Follow up number.